Event description:
A caller reported experiencing a cartridge alarm 30 issue with their insulin pump, which did not cause an adverse impact on their blood glucose levels. Despite attempts to load a new cartridge using proper techniques, the issue persisted, and the customer could not resume insulin therapy due to the recurring alarm. Technical support decided to replace the faulty pump. Customer service instructed the caller on returning the pump, putting it into storage mode, and confirmed the shipping details for a replacement pump. The caller was advised to use multiple daily injections as backup therapy and was informed of the need to program pump settings and connect their continuous glucose monitor to the new pump upon its arrival.